Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient's spouse reported that about a month ago, the patient started going to the bathroom a lot more. The patient rep stated the patient went to see their managing health care provider (hcp) and the hcp office had the patient try program 7. The patient rep stated they thought that it was somewhere in the 1.4 ma range for the stimulation level but they couldn't recall the level exactly. The patient rep stated the therapy was still not seeming to help even on program 7, so they switched to program 4 and tried to increase the stimulation but they were only able to get up to 0.8 ma. The patient rep stated they received a message that said "maximum settings. The system is operating at maximum settings. Therapy cannot be increased. The patient rep stated they didn't understand why because they had been able to increase to 1.4 ma previously on that program the last time they were on it and now they couldn't. The patient rep stated that while the patient hadn't been able to feel the stimulation anymore at the max setting of 0.8 ma, they decided to leave the stimulation at that level but the patient was still going to the bathroom a lot. The patient rep stated they even switched back to program 7 but it didn't work either/it did the same thing: they still got the maximum settings message. The patient rep could not increase past 0.8 ma. Patient services reviewed the meaning of the message with the patient rep. The patient rep denied the patient had any falls or traumas that would have led to the event. Patient services reviewed with the patient rep that they could try other programs to see if there was a program where they could increase past 0.8 ma however patient services redirected the patient and patient rep to follow up with the patient's healthcare provider to further address the issue. The patient rep stated the patient had an appointment with their managing healthcare provider in a couple or three weeks and the hcp was "busy," so they would just live with it until the patient had the appointment a nd discuss it with the hcp then. Patient services also sent an email to device registration to correct the spelling of the patient's last name. Documented reported event. No further action was taken by patient services.